Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes/DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text : device remains implanted in patient.

Event description:
It was reported that the stent(subject device) was implanted through y-stenting procedure in the right mca ( middle cerebral artery) at the main branching (trifurcation) on (B)(6) 2017. There was an occurrence of left superior neurological deficit (stroke) located at the anterior circulation possibly by a distal clot and it was resolved without clinical consequences to the patient within 24 hours. The adverse event was reported on (B)(6) 2020 as related to the subject device. The patient is in stable condition and to be continued on double platelet antiaggregation and optimize the blood pressure. No further information is available.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the stent(subject device) was implanted through y-stenting procedure in the right mca ( middle cerebral artery) at the main branching (trifurcation) on 06, december 2017. There was an occurrence of left superior neurological deficit (stroke) located at the anterior circulation possibly by a distal clot and it was resolved without clinical consequences to the patient within 24 hours. The adverse event was reported on (B)(6) 2020 as related to the subject device. The patient is in stable condition and to be continued on double platelet antiaggregation and optimize the blood pressure. No further information is available.